Manufacturer narrative:
Additional applicable product code: qrb. Block b2 date of death: an exact date of death was not provided. Based on the statement that the patient passed away several days after the procedure on (B)(6) 2026, the estimated date of death is recorded as (B)(6) 2026. This estimate reflects the midpoint of the likely timeframe. Additional suspect medical device component involved in the event: brand name: linear 3-6 lead 50 cm, model: sc-2366-50, serial: n/I, batch: n/I, UDI: n/I.

Event description:
It was reported that during a spinal cord stimulation (scs) trial lead implant procedure, the patient did not wake from general anesthesia. After the procedure, the patient remained under continuous anesthetic monitoring and was transferred to another hospital for further treatment, where the patient passed away. There were no suspected issues with the leads, and they remained implanted in the patient. Additional information was received confirming that stimulation had not yet been activated. According to the treating physician, the event was not considered to be device related. It remains unknown whether the event may have been associated with anesthesia or other procedural factors. The patient subsequently passed away several days after the procedure. Any further information is unavailable despite good-faith efforts to obtain additional details, limited by patient confidentiality.

Event description:
It was reported that during a spinal cord stimulation (scs) trial lead implant procedure, the patient did not wake from general anesthesia. After the procedure, the patient remained under continuous anesthetic monitoring and was transferred to another hospital for further treatment, where the patient passed away. There were no suspected issues with the leads, and they remained implanted in the patient.additional information was received confirming that stimulation had not yet been activated. According to the treating physician, the event was not considered to be device related. It remains unknown whether the event may have been associated with anesthesia or other procedural factors. The patient subsequently passed away several days after the procedure. Any further information is unavailable despite good-faith efforts to obtain additional details, limited by patient confidentiality.

Event description:
It was reported that during a spinal cord stimulation (scs) trial lead implant procedure, the patient did not wake from general anesthesia. After the procedure, the patient remained under continuous anesthetic monitoring and was transferred to another hospital for further treatment, where the patient passed away. There were no suspected issues with the device, and it remained implanted in the patient.

Manufacturer narrative:
Additional applicable product code: qrb.

Manufacturer narrative:
Additional applicable product code: qrb.block b2 date of death: an exact date of death was not provided. Based on the statement that the patient passed away several days after the procedure on (B)(6)2026, the estimated date of death is recorded as 03-may-2026. This estimate reflects the midpoint of the likely timeframe.additional suspect medical device component involved in the event:brand name: linear 3-6 lead 50 cmmodel: sc-2366-50serial: n/ibatch: n/iudi: n/i.the trial leads were not returned as they remained implanted in the patient. As such, physical analysis has not been conducted in our laboratory.a review of the manufacturing documentation for the lead sc-2366-50 sn n/I was unable to be performed as the serial number was unknown.a review of the manufacturing documentation for the lead sc-2366-50 sn (B)(6) revealed that no anomalies or deviations related to the event occurred during manufacturing.a risk review of the linear 3-6 lead 50 cm was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk-benefit for the product.review of the objective evidence from the field identified that the patient did not regain consciousness following a trial lead implantation procedure performed under general anesthesia and subsequently died after transfer to another facility. It was reported that stimulation had not been activated, intraoperative assessments were unremarkable, and no device abnormalities were identified. The treating physician assessed the event as not device related, and there was no information available to suggest that the death was associated with the device. No confirmed causal relationship to anesthesia or procedural factors could be established. No additional information was available to further evaluate the circumstances of the event despite good faith efforts. Therefore, based on the information available and in the absence of a device analysis, a definitive cause of death cannot be determined.